Event description:
It was reported that the pump touch screen was cracked and partially unreadable. There was no adverse impact to the customer's blood glucose level. The customer declined tandem technical support follow up and further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.